Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: per the failure analysis report, the catheter was evaluated, and the following observations were noted: internal wires broken at sensor case (x-ray). Icp express = no transducer detected. Foreign matter on sensor area that is not part of the manufacturing process. Catheter mashed 13cm from connector. Based on the evaluation, the supplier was able to confirm the complaint. Root cause: foreign matter was on the sensor area causing no transducer detection and no testing was possible. The root cause is ¿mishandling of the catheter¿. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4). The microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that after the patient was sent back to the ward, there was no monitoring data after the microsensor was connected with intracranial pressure (icp) monitor. The physician changed to another cable, the problem still existed. However, the physician stop monitoring and left the microsensor inside the patient as an external ventricular drainage tube. The microsensor was implanted on (B)(6) 2020 and was able to be zeroed. On (B)(6) 2020 information was received indicating the microsensor was explanted on an unknown date.